Event description:
Following implant, the patient developed an infection. The device was explanted. The patient was at home. Additional information has been requested, a follow-up report will be sent if additional information becomes available.